Event description:
The event is reported as: alleged issue: blade is not seating properly and level in the track of the handle, therefore leaving a slight exposure of the blade above the guard. No pt injury reported.

Manufacturer narrative:
Unk if device sample is available for investigation. No lot # available.